Event description:
Further information from the site provided that the patient was without support longer than necessary with two motor changes.

Manufacturer narrative:
Section d5: operator of device corrected. Section d9: corrected. Section h8: usage of device corrected. Manufacturer¿s investigation conclusion: the reported event of a blood pump being difficult to lock into the centrimag motor¿s housing was not confirmed. The returned centrimag motor (serial number(B)(6)) was functionally tested at the service depot and performed as intended. Multiple pumps were able to be properly magnetized and locked into the motor as expected, and the serviced and tested motor was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency / troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU (rev. 06) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that (B)(6) motor was causing a notable noise for 2 days with uptrending hemolysis labs so the motor was changed out and the labs are normalizing without noise. (B)(6) was the original motor the site tried to change to and it did not magnetize correctly. The pump would not sit and therefore the screw could not be placed into the groove. Upon holding the pump tighter, it will magnetize and turn into position but not naturally.